Event description:
It was reported a patient's implantable cardioverter defibrillator ICD presented with post paced t-wave oversensing pptwos. Programming changes were made to restore normal parameters. There were no patient consequences.